Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: indeed, in the hospital, biomed have several times been confronted with cases similar to the one in the video; cases of twisted screws, sometimes cases of the electrical connection pin of the uc board coming off, which for them it comes exclusively from the quality of the material used in the manufacturing of the products. Biomed had already raised this issue more than once with staff, in copy of this email, who told biomed that had passed the information along, however biomed have never been approached in any way whatsoever to know more. Additional email from biomedical technician: the issue encountered on the sp or mc injectomats is a power supply fault and therefore battery charging, even though the device is plugged into the mains. It is difficult to give you all the dates because biomed did not anticipate having to contact the service department each time. Otherwise, biomed would have documented it with photos. However, the most recent occurrence was on february 5, 2026, biomed had to solder the j5 connector which had come loose from the board, but unfortunately this did not solve the issue, so biomed have to send the syringe pusher. Yes, the most common issues are those where the j5 connector has come loose from its slot on the cpu board despite the presence of the screw. However, as far as the j5 connector coming loose is concerned, biomed must have encountered four cases. Biomed became aware of these issues when the syringe pumps arrive at our workshops due to power supply faults. To my knowledge, there have been no patient incidents related to this malfunction. The image shows the component where the power supply issue is located. Additional email from biomedical technician: unfortunately, biomed cannot give you the serial numbers of the devices on which this observation was made, mainly because soldering or repositioning the connectors has solved the issue in every case except for one that biomed sent back to the workshop a few days ago, with the serial number. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.